Event description:
It was reported that tandem mobi pump experienced repeated cartridge alarms during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed on storage mode and pump return procedures, and was informed that a replacement pump with updated software, would be shipped.